Manufacturer narrative:
Additional information provided in h3, h6, and h10. Device evaluation: a sample was returned; it consisted of 1 unit. The returned sample was received inside a plastic bag which is not its original packaging. Three photos were attached in the complaint: a filter of extension set was observed. The returned unit was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. No obstructions, damaged, broken, or other defects were detected in none of the joins of the product. Leak testing on the sample received was performed using hydrostatic vessel. During the leak test, leak is present in the filter air vent. Complaint was confirmed. The root cause was deemed that, as per instructions for use (IFU) cautions section, using solutions containing high levels of surfactants may cause fluid leakage through the air vent passage of the filter. No corrective actions are performed since failure mode is not related with manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable leaked at the filter. No patient injury reported.